Event description:
It was reported that a freestyle libre 3+ sensor paired to the ilet bionic pancreas generated ¿replace sensor,¿ message after the user¿s spouse replaced the sensor and started it using the libre app rather than the ilet application. No adverse clinical symptoms were reported. Outcomes included temporary interruption of cgm data with no health impact. User support included review of device alarm history and real-time troubleshooting and education with the user and spouse. Investigation of this case revealed that the sensor had been initialized on a non-ilet device, resulting in an inter-device pairing conflict that prevented the ilet from receiving data; correct start-up through the ilet application resolved the issue and the system proceeded to the standard warm-up. It was concluded, based on previously established findings for similar reports, that user setup error caused the event.